Event description:
It was reported that there was a removal of an older cemented stryker stem. Patient had pain.

Manufacturer narrative:
An event regarding loosening involving an omnifit collared cemented stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history records indicates all devices accepted into final stock met specifications. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
Additional devices listed in this report: cat # 2051-2046, lot # 71355201, description: secur-fit ha psl cup/clustr shell 46mm. Cat # s-1400-hh84, lot # 83987701, description: c-taper lfit inter head. Cat # 1067-0009, lot # sa1007m, description: osteonics univ. Distal spacer. Cat # 2041-2846, lot # iygc, description: omnifit ser. Ii insert-10 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because they were retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report. Patient retained device.

Event description:
It was reported that there was a removal of an older cemented stryker stem. Patient had pain.